Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.a review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient developed pain and fever following a permanent implant. The patient was admitted to the hospital and was given antibiotics. The patient's implanting physician advised the patient to continue to heal and there is no further course of action.

Event description:
A report was received that a patient developed pain and fever following a permanent implant. The patient was admitted to the hospital and was given antibiotics. The patient's implanting physician advised the patient to continue to heal and there is no further course of action.